Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). The patient stated that they have had many ins¿s . When patient services asked if the ins¿s were replaced due to normal battery depletion, the patient stated ¿no, I had complications¿. The patient was not able to answer any questions regarding the past ins complications. No further complications were reported/are anticipated.